Event description:
It was reported that the patent passed away. The patient's cause of death was not provided. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The death was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. No autopsy was performed and (B)(6) was not explanted for evaluation. Due to patient privacy laws, the customer reported that no further information will be provided. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.